Event description:
Pt reports that one of the pumps he just received (sn (B)(4) exp: 09/13/2017) keeps alarming with "no disp clamp tubing" error and when he reset the pump, it runs fine. Pt states the pump then alarmed with a noise, but no error code showed up. The pump was reset and ran just fine, but then had another error alarm with "no disp clamp tubing" about an hour later. Pt switched to back up pump with no problems. Back up pump is running just fine. Pt reports that he did not have any lapse in therapy with the error problem and denies any adverse effects due to the issue. Pump will be replaced. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.